Event description:
Pt started using the infusion device 3 weeks prior to the report and experienced hyperglycemia of 345 mg/dl and ketonemia of 1.5 on (B)(6) 2011. Pt also experienced severe cephalea. Pt attempted to treat hyperglycemia by injecting 4.5 units of insulin and was then referred to a med ctr for assistance. She was treated with intravenous insulin and saline. Two hours after admission, pt was stable and was allowed to leave the med ctr and return home. Pt was monitored, and 12 hours after the first call, pt continued to have normal blood glucose. Pt had an appointment with her endocrinologist on (B)(6) 2011, and the endocrinologist confirmed that the infusion device works correctly and that the pt is now stable. Infusion device was requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.